Event description:
It was reported that the external pulse generator (epg) was returned for repair. The epg was analyzed, and subsequently tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted evaluation summary (B)(4): analysis found the battery drawer, the upper/lower cases, two side bail covers and ring cover were broken. The battery release, lead flex cover, release spring, battery drawer o-ring, battery flex and heart lead flex were contaminated. One side bail and ring were missing and the lcd was out of electrical specification.